Manufacturer narrative:
The user facility further reported that during their internal investigation, they determined that there are three different bronchoscopes that were used on three different patients who were described as, older patients, that had patient positive cultures (burkholderia cepacia). The three scopes were not cultured or sterilized. Only high level disinfected in their automated endoscope reprocessor (aer) machine, medivator dsd edge. There was no reported issue with the aer. The scope was returned to olympus for evaluation; however, the device evaluation is in progress. The scope was forwarded to an independent laboratory for culture testing and the results are pending. As part of our investigation, an endoscopy support specialist (ess) visited to the user facility to observe the staff¿s reprocessing practice and provide a reprocessing training. The ess reviewed the pre cleaning, leakage testing, manual cleaning and proper placement of the scope in the reprocessor. The ess recommended to autoclave the bf-q180-ac so it can be used in the or as recommended (sterile), as the staff only high level disinfect this scope in the medivators advantage. The ess observed the staff utilizes the simens/simatic sink to flush detergent automatically on all the flexible scopes after performing suction during the manual cleaning process. Additionally, the staff performed all the reprocessing steps properly including the disinfection of the sink between scopes with a sani-cloth. They also inspect the endoscopes biopsy channels after the drying with the inspektor CT mini camera. The user facility was working with the infection control coordinator to obtain additional information. To date, no information was provided. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The results of the microbial testing was completed but the results of the culture testing have not been obtained. The scope was ethynol (eto) sterilized and returned to the service center for a physical evaluation. The scope was returned to olympus for evaluation. A visual inspection was performed on the scope's instrument and suctions channels and kinks were found near the middle section of the instrument channel, and near the proximal end close to the body control unit side. The kinks inside the instrument channel correspond to external damage on the insertion tube. There were no signs of stains or foreign material present within the suction channel. Further finding's include; discoloration (yellowing) on insertion tube indicator markings, kinked bending section, and restriction caused by damaged insertion tube while attempting to pass the brush and forceps through. The scope passed the leak test. The likely cause of the kinks in the instrument channel can be attributed to handling from excessive force or stress to the device. A review of the service history indicates the scope was purchased on (B)(6) 2014 and has received service via seven repairs in the past three years. These repairs were not related to any positive patient or scope cultures, and the scope was last repaired on may 19th 2018. Based on the evaluation, there were no signs of foreign material or stains within the channels of the scope. The cause of the reported patient infection cannot be conclusively determined. If additional information becomes available, this report will be updated accordingly.

Manufacturer narrative:
The device in question has been returned to the national service center for evaluation; however, the results are not available at the time of this report. It is unknown at this time if the patient required additional medical treatment because of the reported event. If additional information becomes available, a supplemental report will be filed.

Event description:
The user facility reported that an unspecified patient¿s culture tested positive with burkholderia cepacia following the use of the scope. The user facility staff reported that they do not believed the scope caused the infection; however, out of an abundance of caution, a decision was made to have the scope cleaned and inspected before putting it back into service. The scope was tested three times and produced negative protein cleaning verification test each time (passed, no protein antigens observed). Scope was cleaned and high level disinfected prior to shipment to olympus. Followed up with the customer and was informed the facility is trying to determine the source of a rare strain of burkholderia cepacia bacteria that has shown up in some of their bronchoscopy patients. No additional information is available at the time of this report. No additional information is available at the time of this report.

Manufacturer narrative:
This supplemental report is to provide the results of the independent laboratory's test results. The scope¿s instrument/suction channel tested positive for cellulosimicrobium cellulans, staphylococcus saprophyticus and bacillus marisflavi. Based on the investigation, the exact cause of the reported positive patient culture could not be conclusively determined.